Event description:
I had essure (lot #b21579, (B)(4)) implanted on (B)(6) 2013. When I had my hsg test done in (B)(6) 2014 it showed not only that the procedure had failed, but the coil had perforated my uterus, missing the fallopian tube entirely. The placement procedure was extremely painful. I had constant pain afterwards. I reported this to my doctor, had an ultrasound done and was told at that time that the coil was in place and there was no way it was causing pain. (B)(6) hsg confirmed otherwise. I still have constant pain and was told that the coil would not cause any problems. I am not able to believe that a foreign body in my abdominal cavity could not and is not causing this constant pain.